Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing and p-wave undersensing on the right atrial (ra) lead. The ra lead was reprogrammed and it was noted it has been reprogrammed in the past for the same issue. It was also reported that there was oversensing, noise, and t-wave oversensing (twos) on the right ventricular (rv) lead. The twos resulted in a pause. The rv lead was reprogrammed. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead and rv lead have been explanted and replaced.